Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately calcified and severely tortuous superficial femoral artery (sfa). The 5.0 x 20/135 sterling monorail balloon catheter was inflated for the first time at 10 atms, when the rupture occurred. No patient complications occurred. The patient status was good.